Event description:
It was reported that the patient with this implantable pacemaker device experienced intrawound bleeding after preventive device replacement. Compression hemostasis was applied, but a pressure ulcer developed. Compression hemostasis was then discontinued, and the patient was monitored while waiting for the bleeding to resolve naturally, leading to an extended hospitalization period. The patient condition improved slightly and successfully discharged. As of this time, this device remains in service. No adverse patient effects were reported.